Event description:
The customer reported that the contour® next gen meter displayed blood glucose readings of 515 mg/dl at 10:33 a.m. And 424 mg/dl at 5:33 p.m. The customer stated that he did not perform these readings and did not share the meter with anyone else. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)) for evaluation. No test strips were returned. Upon in-house investigation, the meter switched on as expected, and no anomalies were observed when customer service mode was run. The meter was then placed in the contour® next testing fixture to simulate a blood test. The fixture simulated a blood glucose level of 76 mg/dl, and the test result was successfully stored in the meter's memory with the correct date and time. The device performed as expected. Section b5 has been updated to reflect the correct verbiage describing the issue.

Event description:
The customer reported that the contour® next gen meter displayed blood glucose readings of 515 mg/dl at 10:33 a.m. And 424 mg/dl at 5:33 p.m. The customer stated that he did not perform these tests and did not share the meter with anyone else.